Event description:
Additional information received confirmed that implant was removed from the sinus with tweezers and endoscopy camera. Another implant was placed in another tooth location during the same surgery.

Manufacturer narrative:
A tapered screw-vent implant (tsv4b16) was returned for investigation. Visual inspection of the as returned implant identified signs of use but no sign of damage within the external threads of the implant. The collar and internal hex/threads showed signs of use and coagulated blood. Visual and dimensional comparison of the implant with the drawing (pd-tsv4b16 rev. C) using a caliper (cal1334; calibration due: 25-sep-2020) verified that the implant was consistent with the design. The implant was located at an unknown dental position and was implanted and removed on the same day. The patient was also reported to have unknown bone density. No other pre-existing patient conditions were noted on the per or in the complaint file. No x-ray images were provided for the reported event. DHR review was completed for the subject lot number (1220479). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220479) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (relocation to sinus) or for the reported device (tsv4b16). Based on the investigation, malfunction of the implant did not occur. However, the reported event is non-verifiable as it is a medical event and no x-rays were provided of the patient's sinus cavity. A definitive root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant (tsv4b16) placement the implant relocated into the maxillary sinus.